Manufacturer narrative:
Medwatch sent to the FDA on 11/01/2016. Further information has been requested of the initial reporter regarding: device serial number, fill volume and fill solution. To date, no additional information has been received by apollo. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Blue and brown discoloration was observed on the shell. Brown discoloration was observed in the valve hole. Brown particles were observed on the outer surface of the device. A valve test was performed and flow was continuous and unobstructed. An air leak test was performed and leakage was observed. Under microscopic analysis two needle punctures and two striated openings were observed on the shell, consistent with device removal activities. Two non-penetrating nicks were observed on the shell of the device. Device labeling addresses the event as follows: precautions: the physiological response of the patient to the presence of orbera may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications that may result from the use of this product include the risks associated with the medications and methods utilized in the endoscopic procedure, the risks associated with any endoscopic procedure, the risks associated with the orbera intragastric balloon specifically, and the risks associated with the patient's degree of intolerance to a foreign object placed in the stomach.

Event description:
Reported as: a patient with the orbera intragastric balloon had "hyperinflation, early removal." The inflation was observed during a ugi (upper gastrointestinal) series. The device has been explanted.